Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap of adhesive on the distal end and stain entered inside the lens, was due to damage or deformation due to physical stress caused by handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to wear of grip, water tightness was lost, due to deformation of forceps elevator knob, forceps elevator knob rotates concurrently, the suction cylinder was deformed, the scope cover plate had peeling, the lock engagement lever had a crack, the switch 1 had a scratch, the grip had a crack, the suction connector was deformed, due to a pinhole on bending section cover, water tightness was lost, due to damage on charged coupled device unit, flare occurs, due to peeling of acoustic lens, displayed ultrasound image was defective, due to peeling of acoustic lens, displayed ultrasound image was defective, the objective lens had a scratch, the nozzle was deformed, the adhesive on bending section cover was detached, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to wear of forceps elevator wire, the forceps raising angle did not meet the standard value, the channel tube had a scratch, and the bending tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had defects on the whole distal end and cover. The device was returned for evaluation. During the device evaluation, it was found that there was a gap of adhesive on the distal end and stain had entered inside the lens through the gap, and there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.